Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The patient reported that their device that was installed in their back for pain quit working. They said their ins battery was dead and wouldn't charge. When asked what they see on the recharger screen they said that they didn't know if that even worked anymore and that it wouldn't turn on. When the patient was asked if their recharger was plugged into a power outlet they said that it didn't plug into a power outlet. The patient was told that they needed to have their recharger present in order to troubleshoot and help them but the patient ended the call. Troubleshooting couldn't be performed due to lack of access to the product. No symptoms or further complications reported.